Event description:
It was reported that the newly implanted cardiac resynchronization therapy pacemaker (crt-p) recorded a loss of capture (loc) on this left ventricular (lv) lead. The health care professional (hcp) advised they will reevaluate the following week in office. Additional information was received that advised the patient was reevaluated in-clinic and capture was observed on the lv lead. At this time, the device and lv lead remain in service. No adverse patient effects were reported.